Event description:
It was reported that after the operation, the foley catheter was removed naturally in the ward and the balloon was found to be ruptured. It was stated that the event happened three hours after placement and the balloon was found to be ruptured or torn. No materials were in contact with the balloon and the patient did not have urine stone. The catheter was not pulled. As per follow up information received via ibc on 25jul2022, it was stated that there was no missing piece of the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Visual inspection noted irregular balloon burst without missing piece. A potential root cause for this failure could be thin sac due to short latex dwell time or latex dip speed out too slow. A potential root cause for this potential failure mode could be thin sac due to short latex dwell time or latex dip speed out too slow. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter. [Intended use & effect- efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and combines a disposable catheter designed to be placed in the bladder and a urine drainage bag. [Directions for use] 1. Method of use (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (8) keep the drainage bag below the bladder level without touching the floor. (9) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." The actual/suspected device was inspected.

Event description:
It was reported that after the operation, the foley catheter was removed naturally in the ward and the balloon was found to be ruptured. It was stated that the event happened three hours after placement and the balloon was found to be ruptured or torn. No materials were in contact with the balloon and the patient did not have urine stone. The catheter was not pulled. As per follow up information received via ibc on 25jul2022, it was stated that there was no missing piece of the catheter balloon